Event description:
The device was returned to the service ctr with a report from the customer contact that the device constantly alarms when powered on. This does not indicate a reportable malfunction; however, during verification testing at the service ctr the device displayed a whitescreen error.

Manufacturer narrative:
During testing the device powered on with a blank display and constantly alarmed. Further testing found the device then alarmed with a whitescreen error. The probable cause was due to a depleted snaphat battery that supported ram chip u2 on the user interface controller (uic) board. Due to the depleted battery, the ram data was corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.